Event description:
It was alleged that the tp22g was leaking from the center of the pad during a procedure. There was no direct contact of water with the patient during this event. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI. The device was not returned for evaluation.

Event description:
It was alleged that the tp22g was leaking from the center of the pad during a procedure. There was no direct contact of water with the patient during this event. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The complaint could not be confirmed as the device was not returned for evaluation.

Event description:
It was alleged that the tp22g was leaking from the center of the pad during a procedure. There was no direct contact of water with the patient during this event. No adverse consequence or clinically relevant delay in treatment was reported.